Event description:
It was reported that, post operative development mechanically assisted device corrosion with adverse local soft tissue reaction with tissue records (pseudotumor).

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the pt and was not returned to the MFR. This event became a legal claim. No add'l info is available at this time due to the ongoing litigation. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2012-02226.